Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient didn¿t have a fever, however had a culture that showed bacteria and breakdown of tissue. The rep was unsure when this started. The rep reported that the cause of the infection wasn¿t determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via manufacturer's representative. It was reported that the pocket incision opened due to an infection. The system was removed and discarded. The issue was resolved. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient has a light grade fever infection near their battery site. The patient lost weight and appears to have an epidermal break down and port of entry near the battery pocket. The physician has attempted antibiotic therapy however the epidermal layer did no seal. The issue has not been resolved at this time. There does not appear to be any apparent problems with the leads. The patient only has epidermal break down in tissue that will not heal near the battery pocket. The patient has a planned and scheduled surgical intervention on (B)(6) 2019. No further complications were reported. No additional patient symptoms were reported.